Event description:
Healthcare professional reported via nbir left side "failed implant". Healthcare professional additionally reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on patch bond edge side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: wear abrasion observed. Creases were observed. Yellow particles observed inner the surface of the shell.

Event description:
Healthcare professional initially reported an event of "failed implant". Doctor called and updated the information to left side deflation. Device has been explanted.